Manufacturer narrative:
Pump was received with pump error 38 alarm during rewinding. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (5) pump error 38 alarms in the event date of 03-oct-2025 started from 16:26:40 to 22:54:59 during basal delivery. Multiple pump error 130 alarms found in the pump history file/trace on 03-oct-2025 started from 11:40:10 to 22:47:14. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Pump error 130/38 alarm was confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm that was generated when the pump detected movement in hall sensor counts that was unexpected since the pump did not command motor movement (pump error 130). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1886.